Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer¿s reported complaint was confirmed. The device evaluation findings are as follows: the probe was broken at 16 mm from the distal end of the probe. There were scratches around the broken area of the device. The fracture originated from scratch and the probe was broken from the scratched area. The tissue pad was worn out. There was a contact mark on the probe which indicates that the probe and a non-insulated area came into contact. Also, the following non-reportable defect was observed: coating of the grasping section was partially peeled off. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, the root cause of the reported event (broken probe) could not be determined. However, the broken probe likely occurred due to the following mechanism: 1. Grasping section was closed without grasping anything while the device was activating in seal & cut mode (this includes after tissue resection) causing the tissue pad to wear out. 2. Since the tissue pad was worn out, the non-insulated area of the grasping section and the distal end of the probe came into contact. 3. The output was activated in seal & cut mode in the state of description stated above. Therefore, scratches (contact marks) were made on the distal end of the probe and the grasping section, indicating that they encountered each other. 4. The device was activated in seal &cut mode or while the grasping section was grasping tissue. This applied force to the scratched area of the grasping section, causing this area to have cracks. 5. A force was applied to the probe causing it to break. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿ ¿when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after the tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ ¿if the grasping section, metal-exposed area around it or the probe tip gets stuck to tissue during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during laparoscopically assisted vaginal hysterectomy using this ultrasonic surgical device, the probe broke and the tip was retrieved within ten minutes and looked intact. The procedure was completed with a similar device. The device was inspected before use. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The subject device was manufactured on february 2023 based on the provided lot information "32k", but due to the lack of supplemental information, olympus was unable to determine the manufacturing date. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.